Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) ) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and anaemia ('anaemia') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient essure confirmation test performed .type of test: hysterosalpingogram (hsg). Concomitant products included duloxetine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal distension ("bloating"), alopecia ("hair loss"), rash ("rashes"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), fatigue ("extreme fatigue"), hypovitaminosis ("vitamin deficiency") and anaemia (seriousness criteria hospitalization and medically significant) and was found to have weight increased ("weight gain"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"), 10 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with blood, whole (blood), blood transfusion and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, alopecia, rash, bacterial vaginosis, depression, fatigue, weight increased, hypovitaminosis, anaemia, abdominal pain, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypovitaminosis, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: mw5076686) on 04-may-2018. The most recent information was received on 05-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and anaemia ('anaemia') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient essure confirmation test performed. Type of test: hysterosalpingogram (hsg). Concomitant products included duloxetine. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced abdominal distension ("bloating"), alopecia ("hair loss"), rash ("rashes"), bacterial vaginosis ("bacterial vaginosis"), depression ("depression"), fatigue ("extreme fatigue"), hypovitaminosis ("vitamin deficiency") and anaemia (seriousness criteria hospitalization and medically significant) and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and migraine ("migraines"), 10 months 7 days after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), anxiety ("psychological or psychiatric problems condition: anxiety"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with blood, whole (blood), blood transfusion and surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, alopecia, rash, bacterial vaginosis, depression, fatigue, weight increased, hypovitaminosis, anaemia, abdominal pain, vulvovaginal pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, anxiety, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anaemia, anxiety, bacterial vaginosis, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypovitaminosis, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. Essure removal information was added. Case become serious. Pelvic pain update to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.